Event description:
During a ptca procedure to treat a concentric, "de novo" lesion in the distal lcx, with moderate tortuosity and mild calcification, the movement of the guide wire was noted to be unsmooth with the catheter. The guide wire was withdrawn proximally and it was felt that the guide wire had become separated. When attempting to remove the guide wire for checking, the guide wire had separated at the hypotube and the proximal end was removed first. The separated distal portion was removed very carefully, still inside the catheter. Reportedly, there was no pt effect.